Manufacturer narrative:
Additional information has been requested from the field, however no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead exhibited a high out of range shock impedance measurement. Technical services recommended performing commanded shock and provided guidance regarding risk of high shock impedances. No adverse patient effects were reported.